Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. Customer has not used the insulin pump for two weeks. The blood glucose reading is 466 mg/dl. Customer treating with manual injections. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip and scratched lcd window.